Event description:
The customer reported that a pt had a run of vtach, but no alarm was provided at the info center. Strips were provided which showed that ECG signal dropout occurred at the beginning of a period of vtach, which prevented the algorithm from immediately detecting the occurrence.

Manufacturer narrative:
The customer reported that a pt had a run of vtach, but no alarm was provided at the info center. Strips were provided which showed that ECG signal dropout occurred at the beginning of a period of vtach, which prevented the algorithm from immediately detecting the occurrence. As the algorithm was recovering from the signal loss, a second period of dropout occurred, which further delayed beat classification and alarm generation. Signal dropouts generate "cannot analyze ECG" and "no signal" inops and are accompanied by audible alert tones, making this malfunction obvious to users. There is minimal health risk. The issue was reviewed with the telemetry r and d team as the field service engineer (fse) indicated that he had recently upgraded this transmitter. The transmitter was requested back for testing and failed vibration testing. ECG signal loss was seen during vibration testing, leading to the replacement of the flex circuit. Additionally, the device case was changed for cosmetic reasons and the radio board was updated. The device was then sent back to philips product support engineer for return to the customer. No further investigation or action is warranted.